Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00812.

Event description:
As reported by the field, during a stent assist coil embolization to the v4 segment of left vertebral artery, an EU ent4.5mmd 28mml wno dstl tp intracranial stent (enc452800, 8028667) became impeded in the distal end of a prowler select plus 150/5cm microcatheter ((B)(6), 31040328) and could not pass through the microcatheter (mc). The stent was unable to advance or withdraw, then the physician removed the microcatheter and stent from the patient and switched to new devices to complete the surgery. Additional information received on 01-nov-2023 indicated that they were not able to move the device at all due to the resistance. They were not able to torque the device. No other devices were used successfully with the concomitant device prior to the encountered resistance. The procedure was prolonged for about 20 minutes due to the event.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization to the v4 segment of left vertebral artery , an EU ent4.5mmd 28mml wno dstl tp intracranial stent (enc452800, 8028667) became impeded in the distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31040328) and could not pass through the microcatheter (mc). The stent was unable to advance or withdraw, then the physician removed the microcatheter and stent from the patient and switched to new devices to complete the surgery. Additional information received on 01-nov-2023 indicated that they were not able to move the device at all due to the resistance. They were not able to torque the device. No other devices were used successfully with the concomitant device prior to the encountered resistance. The procedure was prolonged for about 20 minutes due to the event. A non-sterile 4.5mm x 28mm enterprise no distal tip was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was observed that the delivery wire remained inside the involved microcatheter. The introducer component was not returned for evaluation. The involved microcatheter was flushed in order to try to remove the involved enterprise stent; however, strong resistance was felt. Then, the microcatheter was dissected at different points; dried clots, and residues of dried blood were found in the inner lumen. The delivery system was not able to be removed. The stent was noted to remain attached to the delivery system. The issue reported in the complaint that the enterprise device became impeded in the microcatheter was confirmed based on the condition of the returned device; however, with the information available and the evidence obtained from the returned devices, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. It is suggested that an adequate continuous flush had not been maintained through the microcatheter due to the amount of residue found in the microcatheter, without an adequate flush, issues such as resistance between the delivery wire and the microcatheter can arise. Other circumstances or issues may occur while using the device that could not be replicated during the analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8028667. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.